Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he got the insulin pump wet and fluids were under the screen and it made a loud noise and it went blank. Customer's blood glucose was 189 mg/dl. The device had water under the screen. The device was not dropped it was exposed to the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly, motor, battery tube and vibrator assembly. However, no moisture damage was found on the keypad assembly. No unexpected blank display or audio anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.